Manufacturer narrative:
(B)(4).

Event description:
It was reported " the doctor checked the staples and discovered that 4-5 staple needles came out at the same time" no patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned in the cover block. The stapler was returned with a staple partially formed loaded. The stapler was returned with 4 staples remaining in the cover block, indicating at least 31 staples were fired by the customer. The trigger was returned partially engaged. There was no evidence of use in the form of biological material was present on the device. The stapler was returned with a staple partially formed loaded. Upon functional inspection, the first partially formed staple fully formed and released properly. The pusher did not move when the trigger was engaged. Functional testing could not be continued due to the severe misalignment of the staples. The stapler was disassembled, and it was observed that the saddle spring was disconnected from the pusher and from one side of the cover block. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. A device history record review was performed, and no relevant findings were identified. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of " misfire/jamming-multiple staples firing" was confirmed based upon the sample received. Visual examination revealed that the sample was returned with its staples severely misaligned and loose in the cover block. The stapler was returned with a staple partially formed loaded. Upon functional inspection, the first partially formed staple fully formed and released properly. The pusher did not move when the trigger was engaged. Functional testing could not be continued due to the severe misalignment of the staples. The stapler was disassembled, and it was observed that the saddle spring was disconnected from the pusher and from one side of the cover block. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " the doctor checked the staples and discovered that 4-5 staple needles came out at the same time" no patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " the doctor checked the staples and discovered that 4-5 staple needles came out at the same time" no patient injury or consequence reported. Patient's current condition reported as "fine".